Event description:
Clinic notes dated (B)(6) 2014 note that the patient was having frequent seizures despite medications and vns. It was noted that the patient states she is having daily seizures. It was noted that the vns battery showed a "low charge". It was noted that the patient would be referred for prophylactic generator replacement. Clinic notes dated (B)(6) 2013 note that the patient was having frequent seizures and that the patient stated she will go some days without a seizure, but that the next seizure seems like it lasts longer. It was noted that the patient states she will have "bad days" and it seems like seizures will last all day. Clinic notes dated (B)(6) 2013 note that the patient was having daily seizures. It was noted that the battery was checked and was fine. No known surgical intervention has been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the patient and a generator replacement. The generator has not been returned to the manufacturer for evaluation.

Event description:
Additional information was received that the patient¿s explanted generator was discarded and will not be returned to the manufacturer for evaluation.